Manufacturer narrative:
This is 1 of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance during insertion into microcatheter and upon removal, the coil delivery wire broke. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The main coil was found to be kinked and stretched as well. During functional testing, coil was advanced through the introducer sheath with slight resistance. The physician may have perceived the observed damages (coil delivery wire kink) as break and reported it as such; however, no break was identified on the device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance during insertion into microcatheter and upon removal, the coil delivery wire broke. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The main coil was found to be kinked and stretched as well. During functional testing, coil was advanced through the introducer sheath with slight resistance. The physician may have perceived the observed damages (coil delivery wire kink) as break and reported it as such; however, no break was identified on the device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance during insertion into microcatheter and upon removal, the coil delivery wire broke. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.